Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) and found the safety disk to be defective and replaced it. Confirmed all test and checks were within spec. Completed repair with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit sucked blood. Patient on hlm, while clamping the aorta, the surgeon "injured" the balloon, started it again with an internal trigger (standard during hlm), checked the tube and pulled it. There was no patient harm.